Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced aortic regurgitation and underwent aortic valve replacement. The patient was admitted.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2025-0316. Investigation findings will be reported under MFR # 2916596-2025-03162. No further information was provided. The manufacturer is closing the file on this event.